Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation was conducted. The report indicates that the investigation has shown that the arm of the present instrument is broken off at the welding seam. The instrument was analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume, that high applied mechanical forces caused the breakage of the welding seam. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was completed using a substitute article.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery and normal use the arm; it became loose on the welding seam. There was a report of a fifteen minute surgical delay. This report is 1 of 1 for complaint (B)(4).